Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was experiencing low blood glucose levels, confusion and stomach pain. The reported blood glucose reading was 36 mg/dl. The customer stated that she has been eating, but her blood glucose levels appear to keep dropping. Advised the customer to seek medical attention. The customer stated that her friends would be taking her to the hospital. Several attempts to reach the customer for follow up and troubleshooting were unsuccessful. Left several messages for the customer to call back. Nothing further was reported.